Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that a cardiac perforation, pericardial effusion (pe) and cardiac tamponade occurred. The procedure was cancelled. During a pulmonary vein isolation, a farawave catheter, a faradrive steerable sheath clear and a versacross connect for faradrive were selected for use to treat atrial fibrillation. Following septal puncture with no difficulty noted on the workflow), the patient's blood pressure dropped during left atrium (la) mapping and pericardial effusion was noted to have accumulated. Drainage was attempted, however, procedural issues have occurred where the right ventricular (rv) was punctured and blood has drawn, preventing blood pressure restoration. Therefore, thoracotomy was performed to treat the perforation site. The patient was hospitalized with extracorporeal membrane oxygenation (ECMO) support but has recovered the following day. In the physician opinion, this was likely caused by perforation of the left atrial appendage (laa) with the starter wire. Act was over 300. Patient not discharged as physician is planning to perform another ablation. The device is not expected to be returned for analysis (discarded). It was further reported that the patient has been discharged.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that a cardiac perforation, pericardial effusion (pe) and cardiac tamponade occurred. The procedure was cancelled. During a pulmonary vein isolation, a farawave catheter, a faradrive steerable sheath clear and a versacross connect for faradrive were selected for use to treat atrial fibrillation. Following septal puncture with no difficulty noted on the workflow), the patient's blood pressure dropped during left atrium (la) mapping and pericardial effusion was noted to have accumulated. Drainage was attempted; however, procedural issues have occurred where the right ventricular (rv) was punctured and blood has drawn, preventing blood pressure restoration. Therefore, thoracotomy was performed to treat the perforation site. The patient was hospitalized with extracorporeal membrane oxygenation (ECMO) support but has recovered the following day. In the physician opinion, this was likely caused by perforation of the left atrial appendage (laa) with the starter wire. Act was over 300. Patient not discharged as physician is planning to perform another ablation. The device is not expected to be returned for analysis (discarded).